Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that user had hyperglycemia. Blood glucose level was 23 mmol/l. Customer was using auto mode feature at the time of reported high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted to healthcare professional as a result of high blood glucose. Based on customer's report customer did not alleged insulin pump for under delivery. Insulin pump will not be returned for analysis.